Event description:
Review of a literature article revealed 1 case report associated with a viatorr. A male pt with hep c related liver cirrhosis was implanted with a viatorr device because of esophageal bleeding recurrence in spite of endoscopic variceal ligation. Post-operatively, the pt experienced complications with worsening liver tests. Doppler scan showed patent portal vein and patent viatorr device; however, ultrasound exhibited dishomogeneity in three liver segments and a covered stent-related occlusion of main branch of the right hepatic vein, resulting from thrombosis. Contrast-enhanced ultrasonogram and CT confirmed the ischemic lesion and patent viatorr. Supportive treatment and antibiotics were used with improvement of the pt's condition within two weeks, and the pt was discharged home. At two months, the hepatic failure had resolved without any major sequelae and the esophageal varices were absent.

Manufacturer narrative:
The viatorr device remained implanted. See scanned pages.